Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, solid tone with error code '5'. After re-installed, the titanium tip broke .the broke piece was retrieved by forceps. Changed to a new device to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch# n91m2g. Device analysis: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen04. During functional testing the clamp arm of the device could not open and close. The lever did not actuate the clamp arm. The device was disassembled and it was found that the lever link pin was missing. This rendered the clamp arm nonfunctional. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.